Event description:
It was reported that interrogation of the implantable cardiac monitor resulted in an error message. After attempting a device firmware download, the device exhibited backup vvi mode. The firmware was again downloaded and normal device function was restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the patient returned for a follow-up and several interrogations were attempted, however were not successful. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
Final analysis found that the implantable cardiac monitor device exhibited backup vvi operation. The reported anomalies were confirmed. Testing found that the battery voltage would temporarily drop which would result in the device reset, subsequently crashing the interrogation.